Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the coil delivery wire was kinked as the result of handling of the device during the preparation of the device, or during clinical procedure. Additionally, the suture was damaged, and the main coil was kinked, stretched and broken at the main coil junction. During functional analysis, the main coil could not be advanced through the introducer sheath. Based on information from the complaint, the device was confirmed to be in good condition prior to use . However, additional information indicated intermittent flush was used during the procedure. The directions for use (dfu) states "in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil." As such, an assignable cause of user error was assigned to this investigation as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
Analysis of the returned device found that the main coil was broken. There was no clinical consequence to the patient due to this event.